Manufacturer narrative:
Product complaint # (B)(4). Event date: unk, batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what color cartridges were used throughout creation of sleeve? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Were any hemostasis or staple formation issues noted intraoperatively? Approximately where on staple line was bleed and what color cartridge was used? On the gold load. How was the bleeding identified? Ptn passed out on floor post op? Did the patient require any blood products? Unknown. Was any additional medical/surgical intervention done besides suctioning? Suture to ligate bleeding vessel. Clips to reinforce staple line. What is the current patient status? Discharged no other complications.

Event description:
It was reported that post op to a sleeve gastrectomy the patient was brought back to or for bleeding vessel on staple line from sleeve gastrectomy earlier in the day. 1.5l of blood was suctioned to stop the bleeding.